Event description:
It was reported that the patient had acute pain. It was noted when the patient turned their implantable neurostimulator (ins) on they have left rib pain, but when they turned the ins off the pain went away. It was noted this occurred 1.5 months prior to the report. It was also reported the patient had lost 60 pounds and fell off their steps on to the ground two weeks prior to noticing the rib pain issue. The patient had not contacted their healthcare provider (hcp) regarding this issue. It was further reported the patient still had concerns with their device or therapy, but have not sought further help. It was further reported that the patient had not been seen since 2008. It was unknown who the patient's current health care provider was. It was further reported that the patient was having problems with their stimulation system. It was noted that after the fall 2-3 months previous to the report the patient has been feeling pain in an area surrounding the implantable neurostimulator (ins) site. It was noted that this pain subsides when the ins is off and that when the patient increases stimulation it is ¿really pounding in the stimulation area¿. It was noted that the patient¿s pain was on the left hand side of their lower back. It was noted that even when the stimulation is off the patient has back pain. It was noted that when the patient fell they fell forward. It was stated that the patient has lost about 75-80 pounds and the ins pocket was ¿really loose¿ and the patient could move the stimulator around. It was noted that recharging was difficult since the ins is loose now but they were able to recharge.

Manufacturer narrative:
Concomitant medical products: product ID: 377760, lot# v016108 implanted: (B)(6) 2007, product type: lead. Product ID: 37742, serial# (B)(4), product type: programmer, patient. Product ID: 377760, lot# v016108, implanted: (B)(6) 2007, product type: lead. Product ID: 37752, serial# (B)(4) implanted: (B)(6) 2007, product type: recharger. (B)(4).